Manufacturer narrative:
Samples/photos were received two opened and unused samples of angiocath 24gx0.75; catalog: 381112; batch: 6180339. A visual analysis was performed on the samples, but did not confirm the presence of silicone droplets on the catheter. DHR review: final assembly lots: 6152234sh and 6179393 respectively used in the claimed final product batch: 6180339 of angiocath yel 24ga x 0.75in was tested for presence of "foreign/no foreign matter" and no records of this defect were found. Qn/ncmr review: there are no records of quality notification (qn) or non-conformance report (rnc) of foreign matter, for the lot involved in this claim, according to the history of the lot above. The root cause for this claim has not been determined, since this complaint was not be confirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd angiocath¿ IV catheter, a nurse found foreign matter particles on the surface of catheter. There was no report of injury or medical intervention needed.